Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4 (expiration date), g3, g6, h2, h3, h4, h6, h11 the reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2019; laboratory results pg. 68, 92. Titanium 68.9 (high- range 0.0-20.9). Cobalt 9.2 (high- range 1.9-6.6). A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported that approximately nine years post-left hip implantation, the patient experienced high metal ion levels. No other symptoms, treatment, or surgical intervention has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 15-103204, lot# 262150, taperloc micro lat fmrl 10mm. Cat# 139252, lot# 183500, m2a-magnum 42-50mm tpr insrt-6. G2: foreign, event occurred in canada. H6: suggested component code: mechanical (g04), head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.